Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery while wearing the pump normally. Customer's blood glucose value was 550 mg/dl at the time of the incident, patient's current blood glucose was 304 mg/dl. Customer states that drive support cap appears normal (slightly indented). The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with missing end cap sticker, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and scratched reservoir tube window.